Event description:
It was reported that adhesive patch and cannula housing detached from spring prior to insertion on (B)(6) 2026.

Manufacturer narrative:
Name: (B)(6). Country: united states of america. Address ¿ line 1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.